Event description:
It was reported when using the bd vacutainer® k2e plus blood collection tubes there was stopper creep out or loose closure. The following information was provided by the initial reporter. The customer stated: "after blood collection was completed, it was found the stopper was loose and blood leaked into the tube body."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2e plus blood collection tubes there was stopper creep out or loose closure. The following information was provided by the initial reporter. The customer stated: "after blood collection was completed, it was found the stopper was loose and blood leaked into the tube body."

Manufacturer narrative:
H6: investigation summary: bd had not received samples, but one photo was provided for investigation. The photo were reviewed and the indicated failure mode for cocked stopper and leakage was observed. Additionally, 100 retention samples from bd inventory were evaluated by visual examination for cocked stopper and 5 samples were subjected to draw testing for leakage and the issue of stopper cocked and leakage was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode cocked stopper and leakage. Bd was not able to identify a root cause for the indicated failure mode.